Event description:
Event description guidant received information that this passive fixation right ventricular lead became dislodged within the days following the implant procedure. The lead was explanted and successfully replaced with a competitor's active fixation lead.